Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Performance testing during evaluation could not reproduce the reported internal battery issues. Review of the device logs confirmed the device failed to charge its internal battery and the occurrence of battery charger fault alarms and power failure alarms. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported issue was most likely due to the device operation in a temperature condition outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and raised an alarm. There was no patient harm or serious injury reported as a result of this incident.